Event description:
Our rep is reporting that a pt presented with pain to the shoulder which had an original repair 8 months prior to the use of a versalok anchor as the fixation device. At the time, x-rays taken verified that the versalok anchor had pulled out of the bone. An arthroscopic re-surgery was performed in 2008, the versalok was removed, a 1 cm tear in the rc tissue was repaired and a spiralok anchor was used for fixation. This procedure was completed successfully without further issue or harm to the pt. Post scrip: post surgical review of the complaint device by the surgeon at the time, the surgeon states that the device appears fully deployed and does not exhibit any unusual characteristics or flaws.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode, and is also awaiting receipt of the complaint device. When the evaluation is completed, the results of the investigation will be reflected in the follow-up report.